Manufacturer narrative:
Complaint conclusion: after use of a 6f exoseal device for vascular closure, it was reported that the exoseal plug failed to achieve hemostasis and 10-20 minutes of manual pressure was applied. While the patient was still in the cath lab, a hematoma and lump was noted in the groin area and the blood pressure dropped. A retroperitoneal bleed was diagnosed via CT scan and the patient was taken into surgery to repair the injury. The cause of the bleed was reported to be due to a 3 cm laceration at the base of the circumflex iliac artery on the anterior aspect of the vessel wall. The doctor indicated that the laceration was as a result of the needle puncture in the beginning of the femoral angioplasty procedure. The puncture wound was not a "through and throug" injury. The doctor indicated that the puncture wound was a complicated hole and it is unlikely that the exoseal would have worked as a result. It was reported that the access site was a high stick and it is unknown if there was a single or multiple puncture attempts to achieve access. The sheath introducer used is unknown. The physician had used the exoseal a number of times before and was familiar with the device. The patient experienced an mi on the next day in addition to infarcted bowel which contributed to the patient's death four days later. Based on the information provided, the mi and subsequent death will not be attributed to the inability to achieve hemostasis by the exoseal. There are pre-existing co morbidity risk factors ((B)(6), heart disease, infarcted bowel, fem/pop graft bypass) for this patient that contributed to the resulting mi and ultimate death. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849556 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Twenty eight units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15849656. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient and/or procedural factors may have contributed to the reported events. The laceration of the iliac artery contributed to the lack of effectiveness of the exoseal plug and formation of a hematoma in spite of the 10-20 minutes manual pressure applied and ultimately resulting in retroperitoneal bleed. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
After use of a 6f exoseal device for vascular closure, it was reported that the patient began to bleed from the access site after deployment, and a hematoma was later observed at the site. After the patient's blood pressure dropped, a retroperitoneal bleed was discovered via CT scan. The patient was taken into surgery to repair the injury. At end of a femoral angioplasty procedure, it was noted that the access site was a high stick. It is unsure if there was only a single puncture. A decision was made to close the access site with the exoseal. The physician had used the exoseal a number of times before and was familiar with the device. The sheath introducer used is unknown. The exoseal was deployed correctly but sizeable bleed-back was noticed when the sheath introducer and exoseal were removed. Manual compression was applied for about 10-20 minutes in order to achieve hemostasis. While the patient was still in the cath lab, a hematoma and lump was noted in the groin area. Then, the blood pressure dropped significantly indicating there was a bleed. The patient underwent a CT scan, which revealed a retroperitoneal bleed. Later that day, the patient was sent to the surgical suite for repair of the "small hole" to stop the hemorrhage. It was found that the cause of the bleed was a 3 cm laceration at the base of the circumflex iliac artery on the anterior aspect of the vessel wall. The doctor indicated that the laceration was as a result of the needle puncture in the beginning of the femoral angioplasty procedure. The puncture wound was not a ¿through and through¿ injury. The doctor indicated that the puncture wound was a complicated hole and it is unlikely that the exoseal would have worked as a result. It is unknown whether the patient received any transfusion products, or whether the patient¿s blood pressure returned to normal.

Manufacturer narrative:
Please note that the device history record (DHR) review has been updated and the product still met quality requirements for product acceptance. All other information remains unchanged. Complaint conclusion with updated DHR: after use of a 6f exoseal device for vascular closure, it was reported that the exoseal plug failed to achieve hemostasis and 10-20 minutes of manual pressure was applied. While the patient was still in the cath lab, a hematoma and lump was noted in the groin area and the blood pressure dropped. A retroperitoneal bleed was diagnosed via CT scan and the patient was taken into surgery to repair the injury. The cause of the bleed was reported to be due to a 3 cm laceration at the base of the circumflex iliac artery on the anterior aspect of the vessel wall. The doctor indicated that the laceration was as a result of the needle puncture in the beginning of the femoral angioplasty procedure. The puncture wound was not a ¿through and through¿ injury. The doctor indicated that the puncture wound was a complicated hole and it is unlikely that the exoseal would have worked as a result. It was reported that the access site was a high stick and it is unknown if there was a single or multiple puncture attempts to achieve access. The sheath introducer used is unknown. The physician had used the exoseal a number of times before and was familiar with the device. The patient experienced an mi on the next day in addition to infarcted bowel which contributed to the patient¿s death four days later. Based on the information provided, the mi and subsequent death will not be attributed to the inability to achieve hemostasis by the exoseal. There are pre-existing co morbidity risk factors (70 years old, heart disease, infarcted bowel, fem/pop graft bypass) for this patient that contributed to the resulting mi and ultimate death. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849656 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Twenty eight units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15849656. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient and/or procedural factors may have contributed to the reported events. The laceration of the iliac artery contributed to the lack of effectiveness of the exoseal plug and formation of a hematoma in spite of the 10-20 minutes manual pressure applied and ultimately resulting in retroperitoneal bleed. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The next day, the patient suffered from a myocardial infarction and as a result ended up with an infarcted bowel. The infarcted bowel contributed to the patient¿s death, which occurred four days after the myocardial infarction. The device was discarded after use and therefore was not returned for testing and evaluation. A device history record (DHR) review is not yet available, and will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.